Manufacturer narrative:
On january 27, 2021, mentor became aware of the following: date of adverse event was on (B)(6) 2020. Hence, field b3 has been updated to "on (B)(6) 2020". The procedure performed was revision breast augmentation the replacement product used on (B)(6) 2020 were mentor shpx 650 cc smooth silicone implant catalog number: shpx650; serial number: (B)(6) on the right side, and catalog number: shpx650; serial number: (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side ptosis and breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation with a 450cc mentor memorygel breast implant and experienced right side breast ptosis and was revised to improve her breast volume and contour. During bilateral replacement surgery with mentor shpx 650cc smooth silicone implants on (B)(6) 2020, right implant was found to be completely ruptured.